Event description:
It was reported that beginning approximately four weeks ago, during an unspecified number of procedures, blood has been noted to be slowly leaking from the closing seal (rubber ring) of each of the unspecified quantity of the 0.115-inch rotating hemostatic valve (rhv) (from an abbott guide wire kit), and it was noted that the opening/closing valve is not closing completely. In each occurrence, as the observed blood leakage was slight and slow, each procedure was able to be completed without any adverse patient effects. The site has asked if there has been a change in valve material characteristic. There have been no occurrences of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was indicated that the devices were not returning for evaluation, therefore, a failure analysis of the complaint devices could not be performed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.